Event description:
It was reported by service report that there was a broken weld on the fowler assembly exposing sharp edges and the fowler would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.